Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the communicator had burnt smell that was noticed last few days. The communicator did not switch on and the power supply also not working in any power socket. Boston scientific technical services (ts) requested communicator replacement. There were no additional adverse patient effects were reported. The communicator will be returned.